Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. Adhesive liner present on returned device. Data indicates the device was deactivated after running 56 pulses. As this does not constitute typical customer use, the root cause of the reported complaint could not conclusively be determined. The needle mechanism was reset, the ratchet gear manually advanced, and the device successfully deployed.